Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and determined the cause was the carbon bridge. The fse replaced the carbon bridge to resolve the issue. The fse performed calibration and control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining eight (8) erratic patient results for ion selective electrode (ise) sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to low anion gap values on their dxc 600 pro clinical chemistry analyzer. The customer repeated the samples on another dxc analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided results for one (1) patient.